Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on 06/14/2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that large prime volumes had occurred which was not duplicated during testing. During evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for large prime volumes. Evaluation revealed that the force sensor was out of calibration. This report is being made based on results of evaluation.